Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure to treat stricture performed on (B)(6) 2026. During the procedure, the balloon would not deflate appropriately. It was reported that the doctor removed the scope and then the balloon was cut at the tip of the scope. The procedure was completed with the original device. There were no patient complications reported due to this event and the patient's condition at the conclusion of the procedure was reported to be fully recovered.

Manufacturer narrative:
Block h6: imdrf device code a140101 captures the reportable event of balloon failure to deflate. Block h11: investigation results. The device was not returned for analysis and was reported to be disposed; therefore, a technical analysis could not be performed. With all the available information, boston scientific concludes that the reported event of balloon failure to deflate could not be confirmed. The device was not returned because it was disposed. Without analysis of the actual device, there is a lack of objective evidence, or descriptive conditions of the event required to determine a probable root cause of the event. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.